Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy effluent. The cause of the peritonitis was reported as "eating unhygienic food". The same day as peritonitis onset, the patient was hospitalized and treated with injection ceftazidime (1 gm, once daily, discontinued after 16 days), tablet linezolid (600 mg, twice a day, oral, discontinued after 16 days) and tablet fluconazole (200 mg, once daily, oral, discontinued after 16 days) for peritonitis. The patient was discharged 15 days after hospital admission. At the time of this report the patient was not recovered from peritonitis. On an unknown date, pd therapy was stopped, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.